Manufacturer narrative:
Premarket / 510(k) #: k163174 device evaluated by MFR.: fg emerge mr, us 2.50mm x 12mm, catheter was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. A visual and tactile examination of the hypotube found multiple kinks along the shaft and a break at 74cm distal to the distal end of the strain relief. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. A microscopic examination of the proximal and distal markerbands identified no damage. A microscopic examination of the tip showed no signs of tip damage.

Event description:
It was reported that the shaft break occurred requiring additional intervention. The target lesion was located in coronary artery. A 2.50mm x 12mm emerge balloon catheter was advanced for dilatation. However, during the procedure, the middle shaft was fractured. The detached portion was completely removed with a snare. The procedure was completed using an alternative device and no patient complications were reported.

Event description:
It was reported that the shaft break occurred requiring additional intervention. The target lesion was located in coronary artery. A 2.50mm x 12mm emerge balloon catheter was advanced for dilatation. However, during the procedure, the middle shaft was fractured. The detached portion was completely removed with a snare. The procedure was completed using an alternative device and no patient complications were reported.

Manufacturer narrative:
Premarket / 510(k) #: k163174.